Event description:
According to the reporter, the device's "fortlite adaptor" on the tube broke and part of the adaptor was stuck in the tube. The piece had to be removed and replaced. The patient did desaturate during the event but recovered quickly and no adverse effects were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.